Manufacturer narrative:
(B)(4). G2 - report source - foreign: the event occurred in japan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the surgeon was unable to insert the articular surface into the tibial plate. The surgeon attempted to seat a second articular surface; however, the second articular surface was unable to be seated as well. The procedure was successfully completed with a third articular surface. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned articular surfaces identified nicked/gouged/compressed distal locking features, confirming the reported event. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before insertion with the inserter. Detailed instructions for articular surface insertion are provided within the surgical technique. The root cause of the reported event is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.